Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). During the machine inspection, the fresenius fst identified thermal damage and documented it with a photograph that was sent to the manufacturer for evaluation. To resolve the reported issue, the fst ordered a replacement fill valve to be installed by the user facility biomed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined that there is a causal relationship between the objective evidence and the alleged event. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) reported that the fill valve on a dry acid mixer sustained thermal damage. The fill valve appeared to be cracked and burned. The thermal damage was found during machine repair after the fst was called onsite by a user facility biomedical technician (biomed) to evaluate the dry acid mixer which was not filling. The fst ordered a replacement fill valve for the user facility biomed to install however the part replacement did not resolve the initial fill issue. A cpu and control board were then ordered. The facility continued to use the mixer in the interim by manually filling the tank with water. The replacement cpu and control board arrived at the facility and a second onsite evaluation was conducted by a fresenius fst at which point the parts were replaced. The biomed confirmed that the dry acid mixer is fully functional following replacement of the fill valve, control board, and cpu. The biomed stated the complaint sample is available to be returned to the manufacturer for physical evaluation. The biomed confirmed there was no patient involvement or personal harm to any individual as a result of the reported issue.